Manufacturer narrative:
The returned driver was evaluated. The lobes on the tip were found to be slightly twisted. The cause is attributed to fatigue/wear from repetitive uses. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00019 thru 3012447612-2017-00021.

Event description:
It was reported that three instruments were damaged during surgery. The tip of a plug driver twisted during plug installation. The torque wrench did not output the required torque. The ring of a rod bender broke while bending a rod. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event. This is report one of three for this event.